Manufacturer narrative:
(B)(4). Concomitant medical devices: 42558000501 - partial femur cemented size 5 left medial - 64156806, 42518200710 - partial articular surface left medial size g 10 mm thickness - 63855963, 42538000701 - partial tibial cemented size g left medial - 64154708. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left medial unilateral knee arthroplasty. Approximately 3 years post implantation, the patient was revised due to pain, numbness, stiffness, swelling, noise, and difficulties with mobility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient pain level 7/10, especially has pain with startup and bending, no pain at rest, patient complains of ongoing numbness, swelling, 'locking up', clicking, reports limping gait, difficulty rising after squatting or kneeling; revision notes: components removed using saw and osteotome with no fractures, femoral and tibial components were both found to be well fixed requiring instrumentation for removal, the cement mantles were also solid. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.